Event description:
Product involved: abbott proclaim¿ spinal cord stimulator (scs) system type of report: adverse symptoms following a surgical procedure event description: I am submitting this report regarding an event involving an implanted proclaim¿ spinal cord stimulator on my back. In (B)(6) 2026, I underwent a surgical procedure to remove a carcinoma from my right cheek. At the time of the procedure, neither I nor the surgical team had received information indicating that the neurostimulator should be placed in surgery mode before surgery. I just received these instructions in (B)(6) 2026 through an official communication from abbott. Since the (B)(6) 2026 procedure, I have experienced the following symptoms: intense lower back pain; weakness in the lower back and legs (both); intermittent leg cramps (both); headaches; extreme fatigue. These symptoms began escalating after the (B)(6) surgery and were not present with that severity or frequency beforehand. They have persisted and vary in intensity. Concern: because the neurostimulator was not placed in surgery mode during the (B)(6) 2026 procedure, due to lack of prior instructions, I am concerned that the implanted device may have been affected during surgery. The recent abbott communication states that device damage may occur if surgery mode is not enabled before procedures involving certain surgical tools. Purpose of this report: this report is being submitted to document the symptoms and to request evaluation or guidance regarding cases in which surgery mode was not activated during surgery and symptoms appeared afterward. Additional information: I continue to use the device as instructed and have not made any changes to settings beyond normal use. No other new medical conditions or events have occurred since the (B)(6) 2026 procedure. As stated above, I am concerned that the implanted device may have been affected during surgery. The recent abbott communication states that device damage may occur if surgery mode is not enabled before procedures involving certain surgical tools. I continue to use the device as instructed and have not made any changes to settings beyond normal use. No other new medical conditions or events have occurred since the (B)(6) procedure.